Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant continued: 419488 implantable pacing lead (B)(6) 2009; 407652 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the device only lasted 38 months and was expected to be longer. Early battery depletion was suspected. The device was explanted and was replaced. No patient complications have been reported as a result of this event.